Manufacturer narrative:
The hard disk drive failure can potentially cause the cns to become non-functional and because there was no further description of the failure as to whether this unit did become functional or not an MDR was filed. Replaced the hdd and returned repaired unit to the customer. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).